Event description:
It was reported that the patient reported the recharger is not working since about a week ago. Patient services specialist (pss) asked patient to inspect the recharger for damage and patient said there is no visible damage on the rtm. Agent confirmed rtm plugs into controller firm and tight. Patient started charging the implanted neurostimulator and getting passive recharge mode screen. Agent reviewed meaning and process for passive recharge. The troubleshooting steps that were taken on the call resolved the issue. Patient (pt) called back stating they have tried 4-5 times but still has not advanced past passive recharge mode. Pt saw middle number of 100 and when paddle was moved away from the implant, the middle number stayed at 100. Pt confirmed no visible damage to the controller port. Pt stated it has been awhile since they have been able to charge the implant. Agent reviewed passive recharge mode and reviewed pt can call back tomorrow if replacement recharger does not resolve the issue. Agent sent email to repair to replace the recha rger. Patient called back and reported software problem 1 intellis 2 3.6 3 58 4 qf-new while attempting to charge ins. Agent had caller reset controller with ac power supply. Agent then walked caller through passive recharge with numbers in the high 90s. Patient reported passive recharge cycled 3 times and unable to recharge screen reappeared and would not transition to a normal recharging screen. Agent redirected to hcp for further investigation. The rep called and noted she was with pt today and the pt's charging will not allow pt to advance past passive recharge screen. The rep notes the pt did 3 passive charge sessions with patient services and has done 3 passive charge sessions today with the rep. Agent reviewed use of 'disable device' feature and noted this is our sole remedy for the issue at this time. Agent reviewed possible outcomes of this and noted that if the rep finds the ins will not go into normal charging at all, the rep should consider pulling log files/mdt files for analysis. The rep called and said the ins was stuck in passive recharge mode. The rep had performed 3 enable/disable device sessions and had the pt try to do passive recharge mode for 10 minutes between enable/disable device session and still the pt was in passive recharge mode. Pt tried passive recharge mode 6-7 times during session with the rep today. Pt denied any falls or traumas, said they had no recent medical procedures or scans, and denied encountering any recent emi fields. The rep got no device response on tablet even after doing enable/disable device several times and doing several sessions of passive recharge mode. The rep said the controller displayed a "cannot charge" message. Because the the rep could not connect to the ins, mdt files were not collected. Healthcare it number was provided to the rep to collect additional log files from tablet. Email sent to the rep on case to collect log files. Case also escalated to technical services principal agent.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B2:updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Caller sent email indicating pt had intellis explanted in another territory for insurance reasons. Caller is trying to make contact with other rep to check on return of affected intellis ins.per email, caller unfamiliar with pt's procedure on (B)(6) 2024 when intellis replaced. Tss reaching out to other mdt reps in oh, to see if they're familiar with this explant and whether intellis was sent back to mdt.per mdt rep, explanted intellis ins was not sent back for analysis.

Manufacturer narrative:
B5:additional information updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Concomitant medical product: product ID 97755-s serial# (B)(6) product type recharger product ID 97745 serial# (B)(6) product type programmer, patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received. Patient still stuck in passive charging. Replacement rtm did not resolve the issue, tss requested a replacement controller be sent to the patient.

Event description:
Additional information received from manufacturing representative(rep). Rep reported that cause remains unknown. Additional logs from tablet sent to healthcare it. Rep reported that issue has not be resolved. Patient continues to be unable to charge. Rep said they will follow up to healthcare it to see if they have additional ideas after reviewing logs.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient still stuck in passive charging. Replacement rtm did not resolve the issue, so tss requested a replacement controller be sent to the patient.

Manufacturer narrative:
Continuation of d10: product ID 97755-s, serial(B)(6): product type recharger product ID 97745 serial (B)(6): product type programmer, patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.